Manufacturer narrative:
The reported no power with the returned cdc adapter was not confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the cdc adapter in relation to the reported event. Analysis of the cdc adapter revealed that the device failed to meet specifications; the device passed visual inspection but failed functional testing as a result of the connector plug found not connecting as intended and requiring extra force to successfully connect the adapter to the controller. This observation is considered not related to the reported event. The reported event could not be duplicated at the bench level; the cdc adapter was able to provide power to the controller successfully. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
During a clinic visit, it was reported by the patient that the controller dc adapter was not providing power. The patient also stated that the dc in the car worked to power other items. The controller dc adapter was replaced with no reported consequence or impact to the patient. No further information was provided.